Event description:
The adhesion on a double adhesive disk sheeting was too aggressive on this product. Upon removal of the product, the pt's skin began to bleed.

Manufacturer narrative:
Deroyal: the sample is not available for examination by deroyal. The root cause has not been identified due to the investigation still being in process.